Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced and the software was reloaded. The system was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message and would not boot up. No pt injury was reported.